Event description:
The pt is implanted with two octrodes of the same lot number. It was reported the pt had a fall and experienced a change in stimulation thereafter. The pt is without paresthesia in the lower back. The pt will follow-up with the physician for a treatment plan in the future.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.